Event description:
It was reported that the battery gauge was fluctuating but did not experience low power alerts or shutdown alarm. There was no reported impact to the customer¿s blood glucose level. Customer was given education on battery behavior and best practices, acknowledged information, and agreed to monitor pump and contact technical support again if issue persisted.